Manufacturer narrative:
Block e1: initial reporter city and state: (B)(6). Initial reporter phone number: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx delivery system was to be implanted to treat biliary obstruction caused by stones in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the black introducer failed to fully withdraw and became stuck in the stent. It then detached from the wire pull system, leaving the black introducer component inside the stent and it was removed using forceps. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b5 was corrected with the appropriate complaint device name block e1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to implant a plastic stent to treat a biliary obstruction caused by stones in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the black introducer failed to fully withdraw and became stuck in the stent. It then detached from the pull wire system, leaving the black introducer component inside the stent and it was removed using forceps. There were no patient complications as a result of this event.